Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided. Due to the bg level the customer lost consciousness. Customer consumed carbohydrates to address bg level and went to the emergency room (ER). Customer was treated with intravenous fluids of saline and released from the emergency room on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to the customer's total daily insulin (tdi) being incorrect. Additionally, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated caller on insulin labeling and about pump software technology and the algorithm using tdi information to adjust insulin, customer acknowledged and understood.